Event description:
It was reported that device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. The device was received with normal telemetry and output. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings unrelated to the reported event were observed. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feed through leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.